Manufacturer narrative:
Concomitant medical products: product ID: 3877-45, lot# 0203807429, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via manufacturer representative (rep) for a clinical study reported having no more pain relief. The physician decided to remove the complete system. It was reported that the system initially controlled symptoms but lost effectiveness. The patient exited the study on (B)(6) 2019 and the reason for exit was that all enrolled products were inactive. Factors that may have led or contributed to the issue were not provided. Interventions included an explant without replacement. The issue was resolved. Relevant medical history include failed back surgery syndrome (fbss) in 2003 and neuropathic pain.

Event description:
Additional information received reported that the event was not related to the device or therapy.

Manufacturer narrative:
Continuation of d11: product ID: 3877-45, lot#: 0203807429, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Product ID: 3708160, serial#: (B)(6), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: extension. Product ID: 3877-45, lot#: 0203807429, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Product ID: 3708160, serial# (B)(6), implanted: (B)(6), 2011, explanted: (B)(6) 2019, product type: extension. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 3877-45, lot# 0203807429, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead, product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: extension. Product ID 3877-45, lot# 0203807429, implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: lead. Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2019, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a loss of efficacy and no more pain reduction. It also required in-patient or prolonged hospitalization. Despite good stimulation, the patient did not get pain relief anymore.

Manufacturer narrative:
Product ID 3877-45; lot# 0203807429 ;impl anted: (B)(6) 2011; explanted: (B)(6) 2019. Product type lead; product ID 3708160; serial# (B)(4); implanted: (B)(6) 2011; explanted: (B)(6) 2019. Product type extension; product ID 3877-45; lot# 0203807429; implanted: (B)(6) 2011; explanted: (B)(6) 2019. Product type lead; product ID 3708160; serial# (B)(4); implanted: (B)(6) 2011; explanted:(B)(6) 2019. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the device had been removed due to the fact that it did not relief the pain anymore. It was not returned. The extension was explanted without replacement.